Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The current blood glucose level was 600 mg/dl, 165 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does alleging under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states auto mode feature was not active. Customer also states insulin delivery was not suspended. The insulin pump will be and reservoir will not be returned for analysis.